Manufacturer narrative:
A review of the device history record of the product code/lot# combination was conducted with no findings. One 8 fr angio-seal vip was returned for product evaluation. The returned sample included hemostasis sheath and carrier tube assembly. No other components were returned for evaluation. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube was found to be separated from the sheath hub and in the forward lock position. The tamper tube was released from the carrier tube was located in the sheath valve. There were two kinks noted on the hemostasis sheath at the blood inlet holes and in the proximal region. Kinks were also observed on the carrier tube shaft near the device sleeves. Slight tension was applied on the tamper tube, and it came off of the sheath hub. The device was consistent with full deployment as the anchor and collagen were not attached to the device. The suture was cut below the black marker. For functional testing, the tamper tube was removed, and the carrier tube was advanced into the sheath hub. The device sleeve locked with the sheath hub. The device cap was pulled back and was able to be set to the rear lock position. No issues were found with the interaction between the device sleeve and the sheath hub. Based on the returned device, the overall state of the returned device was consistent with deployment. The device sleeve of the carrier tube was in forward lock position. It is likely to have separated if the device was attempted to move to rear lock position in a rocking motion. Since the device is fully deployed, it is unclear when the two components were separated from each other. The DHR review determined that the device was released in a conforming state. There is no indication that any manufacturing errors led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation- system logistics manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the interventional cardiologist was completing a percutaneous coronary intervention (pci) via a 7f sheath in the groin. The groin was attempted to close with an 8f angio-seal device. The physician noticed that the cap of the angio-seal would not connect/"click" into the delivery sheath. The angio-seal would not deliver or deploy. The physician attempted to provide closure of the vessel via manual compression. Manual compression was unsuccessful, and the patient was taken to the operating room (or) for surgical repair. The patient was stable, and the procedure outcome was successful. The estimated blood loss was less than 250cc. There were no other devices or equipment used with the reported product.